Event description:
Mom/infusing nurse reported the new curlin pump sn (B)(4) primed at the beginning of the infusion but failed to proceed with the rest of the infusion today ((B)(6) 2017). The nurse switched to the curlin pump on hand and the patient was able to get his cerezyme infusion. No interruption in therapy, no adverse reaction experienced/encountered. Dates of use: (B)(6) 2012 to current. Diagnosis or return for use: e75.22. (B)(4).